Event description:
The esophyx z device failed during surgery, requiring opening of add'l product to complete procedure. The fastener cartridge load jammed in the device. No harm to the pt. Endogastric solutions product code r2007, lot number 402755. FDA safety report ID # (B)(4).